Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that approximately in (B)(6) of 2019, patient suffered a fall and after that stimulation was not effective. As a result, patient stopped charging the device resulting in ipg to be inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored.